Event description:
It is reported that the device was implanted in 1997. Revision surgery occurred in 2008, due to wear.

Manufacturer narrative:
Evaluation summary: no explanted device was returned for evaluation. Also, no x-ray showing the existence of wear particles and or any other photograph of the device has been provided for analysis. No information is provided about the post-operative x-rays of the primary surgery showing the orientation and position of the devices implanted. It is also mentioned on the per that the patient has a high activity level. No definitive cause analysis is possible with the available information. H6: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.